Manufacturer narrative:
Product has been returned and is currently undergoing investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The reader was unable to be powered on due to blank screen. Liquid contamination and burn marks were observed on pcba (printed circuit board assembly). Visual inspection was performed on the returned reader using digital microscope and contamination due to liquid ingress was observed on the pcba. As well as a burn mark was observed. Therefore, the observation made in previous phase of the investigation was confirmed. Data review is not required. Glucose data reading was not giving any indication of smoke, explosion or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be not within specification. The returned battery was observed to be charging normally. No abnormalities were observed on the returned battery. The returned battery was observed to charge normally. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader with an stm processor and the result was not within the required specification which was indicating the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera. And hotspots were observed on the reader's backlight chip, u4, and surrounding components during the inspection, indicating that the components on the returned reader were contributing to the excessive electrical current drain. Contamination due to liquid ingress was known to affect the functionality of electronics, which can lead to overheating components and excess current draw. A reader self-test was unable to be performed due to the inability to power on the returned reader. Liquid ingress is known to affect the functionality of electronics resulting in overheating components and excess current drawn from the reader¿s battery. Therefore, this issue is not confirmed to use due to contamination from liquid ingress. At this time, at this time cable and adapter have not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device was not powering on. The product was returned and investigated for the power issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage was observed. The reader was unable to be powered on due to blank screen. Liquid contamination and burn marks were observed on pcba (printed circuit board assembly). Visual inspection was performed on the returned reader using digital microscope and contamination due to liquid ingress was observed on the pcba. As well as a burn mark was observed. Therefore, the observation made in previous phase of the investigation was confirmed. Data review is not required. Glucose data readings would not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The returned battery was measured to be not within specification. The returned battery was observed to be charging normally. No abnormalities were observed on the returned battery. The returned battery was observed to charge normally. The returned reader was observed to be too hot to hold when connected to a charged known good battery, regardless of its charging state. Off-current consumption testing was performed to check the current draw of the returned reader with an stm processor and the result was not within the required specification which was indicating the reader was drawing excessive electrical current from the battery. Additionally, a thermal inspection was conducted using a thermal camera. And hotspots were observed on the reader's backlight chip, u4, and surrounding components during the inspection, indicating that the components on the returned reader were contributing to the excessive electrical current drain. Contamination due to liquid ingress was known to affect the functionality of electronics, which can lead to overheating components and excess current draw. A reader self-test was unable to be performed due to the inability to power on the returned reader. Liquid ingress is known to affect the functionality of electronics resulting in overheating components and excess current drawn from the reader¿s battery. Therefore, this issue is not confirmed to use due to contamination from liquid ingress. At this time cable and adapter have not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in previous report. The correction has been made in this report. All pertinent information available to abbott diabetes care has been submitted.